Manufacturer narrative:
The claimed issue was related to pre-use check failure. There was no patient involvement. The issue was decided to be reported based on available information (without logs or replaced part) as the reported issue may have underlying causes that may affect essential functions. Unfortunately, it was not possible to provide specific fault information and further details about solution cannot be obtain. The device's logs and repair details were not provided as the user has not contacted the manufacturer and has found a third party to repair the unit. The root cause of the issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).